Event description:
It was reported that the device had gone to elective replacement indicator earlier than the remaining longevity estimate had predicted at the last follow-up check, and that the patient was feeling symptomatic due to the resultant single-chamber pacing. The device has been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.